Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an alarm for "latch opened" and "power down." Functional tests included use testing. While testing the pump, the latch handle was opened and the device powered down. The latch lock flex and the circuit board were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's latch lock flex and circuit board.

Event description:
Information was received indicating that ambulatory infusion pump would turn off intermittently once the latch was open. No adverse patient effects were reported.